Manufacturer narrative:
(B)(4) unit passed displacement test, self-test, rewind test, prime, seating test, basic occlusion test, force sensor test and occlusion test. No insulin pump error alarms noted during test. However, unit received with corroded motor home switch. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.